Event description:
The battery compartment on the 670g insulin pump cracked. Normal wear no hard falls or crashes. This has been my 3rd cracked case. I haven't called to get a replacement yet and it still functions but is not longer waterproof. The serial numbers of my cracked pumps are (B)(4) ((B)(6) 2020) noticed the crack in august though, (B)(4) ((B)(6) 2020), (B)(4) ((B)(6) 2019). FDA safety report ID# (B)(4).